Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the new battery pin of the rear case grommet was impeding the placement of the battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's damaged rear case to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the new battery pin of the rear case grommet was impeding the placement of the battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.